Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of no pacing impedance was not confirmed.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, no pacing impedance measurements on the atrial lead were displayed. The lead was replaced to resolve the event and the patient was in stable condition.